Event description:
It was reported that patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to retract and there were unacceptable parameters. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿parameters were unacceptable¿ was not confirmed but helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except procedural damage. The lead was returned with the helix extended, bent, stretched consistent with procedure damaged, and clogged with blood/tissue. Unable to perform helix mechanism/extension length test due condition of the helix as received. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and damaged.